Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead was placed prior to an av ablation procedure. During the procedure, the rv lead lost capture, and the patient experienced asystole for ten seconds. The lead was removed and a new lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The inner insulation of the lead became e xtrinsically distorted due to kinking/buckling. Visual summary analysis of the lead indicated stretching and damage at implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.